Event description:
A cytology specimen was obtained using a bronchial brush and at the completion of the procedure, the surgical tech went to cut the brush off to send as a specimen when she discovered that the brush tip was missing. The bronchial brush was inspected prior to start of procedure and it was intact. The surgeon was notified and attempts were made to search for the brush on the patient's person as well as in the bronchial lavage specimen but it was not found.